Manufacturer narrative:
The multirall 200 was returned to the manufacturer for evaluation. The lift strap was missing the stop pin in the q-link and the end seam on the lift strap had frayed to the point the seams were almost fully ripped. The most probable cause for these malfunctions is use error or misuse as a component is missing from the lift strap and the end seam of the lift strap is torn. The instruction guide for multirall 200, 7en125103 rev. 9, states under care and maintenance: inspect the lift and check to make sure that there is no external damage check point 10 in periodic inspection liko overhead lifts, 3en191001 rev 2, states under q-link / lift strap joint : verify that the link is secure on strap. Slide plastic cover off the link and visually inspect that the lift strap safety pin is seated securely in the middle recess of the link. Periodic inspection should be performed at least once a year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The sticker on the returned multirall 200 indicates the lift was tested in october 2016, but not by hill-rom. A new multirall 200 has been ordered for the customer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when they were lifting the patient from the wheelchair, the lift strap released. When the q-link was released, the lift motor fell down. The caregivers caught the lift motor before it reached the patient. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).